Manufacturer narrative:
Follow-up # 2 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch ping meter read inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on the morning of (B)(6) 2015 (time not provided). The patient is a (B)(6) female. The reporter stated that the patient obtained a result of "208 mg/dl" using the subject meter compared to a result of "310 mg/dl" obtained using another device, both results taken within 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The reporter also stated that the patient obtained a result of "208 mg/dl" using the subject meter compared to a result of "322 mg/dl" obtained using a continuous glucose monitoring (cgm) device. The patient manages her diabetes using an insulin pump. The reporter stated that due to the low readings from the subject meter, she had not been administering the correct dose of insulin to the patient in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "high ketones, stomach aches and fussiness" which the reporter associated with hyperglycemia between 3-4 hours after the alleged product issue began. The reporter stated that she treated the patient with half a unit of humalog insulin on (B)(6) 2015 at 10:00pm. The reporter stated that the patient's blood glucose was tested using another device on (B)(6) 2015 at 10:12pm and the result obtained was "310 mg/dl".at the time of troubleshooting, the csr noted that the reporter performed a walk-through control solution test and the result was "110 mg/dl" compared to the control solution range of "112-149 mg/dl", the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: due to the alleged inaccurate low result from the subject meter, the patient was not administered the correct dose of insulin, resulting in symptoms that the reporter associated with hyperglycemia. The patient was thereafter treated with an insulin injection of humalog rather than using the insulin pump. The symptoms and treatment occurred after the alleged product issue began. Due to the age of the patient, a serious injury cannot be ruled out.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.